Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There were no allegations of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles inside the assembly. A ¿ventilator inoperative¿ error related to a failure of the blower pressure sensor was also observed. Further assessment determined that the circuit board (pca) required replacement. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. The customer complaint was confirmed. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.